Manufacturer narrative:
The tandem pump user guide instructs the user to remove any residual air from the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air bubbles were observed within the canister. Reportedly the customer did not remove air from the cartridge prior to loading. Customer primed the tubing to address the issue. Customer¿s blood glucose level was 251 mg/dl.